Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lar procedure, pneumo could not be maintained because of (audible) leakage from the trocar. Removing and re-inserting the instruments and closing valve with thumb were tried to resolve the issue. The procedure was eventually converted to an open procedure (also because of adhesions). No other pt consequence reported.